Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07212. Further device information has been included. Therefore, an additional report was included pertaining to the event.

Event description:
The patient's date of birth is unknown. It was reported the patient had the trial procedure. The device information is unknown at this time. During the procedure, cerebrospinal fluid leakage occurred. In turn, the patient had a slight headache after the surgery. The headache resolved itself post op.